Manufacturer narrative:
Three attempts were performed to obtain additional information, but no further information was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on cable, leak test water failed. Based on the results of the investigation, and since the customer reported malfunction was not confirmed during evaluation, a definitive root cause of the reported issue could not be determined. A definitive root cause could not be identified for the cut on the cable or for the failed leak test water. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation of use the subject device had error message. There were no reports of patient harm.

Event description:
It was reported that during preparation of use the subject device had error message. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.